Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/13/2021.

Manufacturer narrative:
Date sent to the FDA: 10/11/2024. Additional b5 narrative: it was reported that the patient underwent recurrent hernia repair on (B)(6) 2018. The patient experienced adhesions. It was reported that the patient had underwent recurrent incisional hernia repair on (B)(6) 2016 and proceed was implanted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2019 during which the surgeon noted after finding the colon stuck to the abdominal wall, he performed the enterolysis using sharp and blunt dissection. The mesh completely stuck to the bowel and the colon and noted it would be very dangerous to remove the mesh as it would entail doing enterotomies and possibly small bowel resection. The decision was made to shave a little bit of the bowel from the meh without removing the mesh. It was reported that the patient experienced bilateral component separation, severe pain, bowel obstructions, dense adhesions, nausea, bulging, inflammation, stress and anxiety. No additional information is provided.